Event description:
A malfunction alarm was reported with the pump, specifically alarm 20, which occurred during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirming it was under warranty. The customer was advised to switch to a backup method using multiple daily injections (mdi) to maintain insulin delivery. The customer was instructed on how to put the pump into storage mode and to return it using a prepaid label within 10 days, which he understood and acknowledged.